Event description:
It was reported that during the endoscopic vein harvesting procedure, the image appeared dark when viewing through the scope. A replacement scope was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: scholly investigation results received indicates that tubes are bended and the welded joint is broken. Additionally, the objective is defective. This is a result from mishandling of the optic.